Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "autoimmune/connective tissue disorder" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "too heavy".

Event description:
Patient reported having been diagnosed with a connective tissue disease or disorder and "too heavy". This file is for the right side. Device was explanted.